Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported by using aligners their my teeth have not straightened out. In addition, the patient developed severe tmj where the jaw is locking into place at times. Their upper gum line has also started to recede since using the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.